Event description:
It was reported that patient described that system controller's screen had multiple white lines. The system controller was replaced with a backup unit in the clinic room. After discussing this with the patient, the patient decided not to purchase a new system controller, and the controller became the backup controller for the patient. The test of the controller was normal. No log files would be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a2: date of birth corrected. Section g2: report source corrected. Manufacturer's investigation conclusion: the reported event of multiple white lines on the liquid crystal display (lcd) screen of the system controller (serial number: (B)(6) was confirmed via review of a submitted customer photo. Provided information indicated that the patient decided not to purchase a new system controller, and the controller with white lines would not be returned for repair, and the controller became the backup controller for the patient. The test of the controller was normal. No log files would be provided. The root cause of the reported event was not able to be conclusively determined through this analysis; however, the line in the lcd is a known issue related to the lcd screen itself. This issue is addressed via a corrective and preventative action. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.